Event description:
It was reported that the user experienced high blood glucose while using the ilet pump, confirmed by fingerstick at 570 mg/dl, after a supply change with an inset 23" 6 mm infusion set; no bent cannula or kinks were identified, and the user performed a site change with resumed delivery, after which glucose began trending down. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings were available, the device problem could not be characterized due to insufficient information, and no device component could be specified for the same reason; the pump appeared to function after site change with downward glucose trend. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial